Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). The evaluation and repair of the device has not been completed.

Event description:
It was reported that an 840 ventilator had a blank display. The ventilator was not in use on a patient at the time the malfunction occurred.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.